Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had multiple issues in the past. It was noted the patient's pump was replaced and moved to their opposite side. It was further noted the reason for pump removal was the pump was nonfunctioning and the reason for catheter removal was a break, tear, or hole. It was noted that a dye study was done.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found catheter body damage had occurred to the catheter and/or guide wire during implant procedure; there was difficulty with catheter guide wire interaction. The appearance of the tear on segment 2 indicated that the catheter was damaged while removing the guide wire during implant. The tear is 28.5 cm from the distal end of segment 2.

Event description:
It was reported that recently the patient's pump pocket was filled with fluid. An x-ray showed no signs of catheter disconnection. A dye study was performed, and a leak in the catheter was seen near the anchor. The catheter and pump were replaced, and the pump was moved to the patient's right side. The patient outcome was reported as recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).